Event description:
*From abundance of caution after a review of the maude database did not find the original report submitted on (B)(6) 2019, it was decided to resubmit the original MDR. A cryoprobe bent while introduced into a breast tissue. "Dr. (B)(6) was using a 2.4l probe and putting a lot of pressure on the needle to the point where he bent it, the user knew he could not proceed with the bent needle therefore it was decided to be replaced. He took the needle out of the breast and hold the handle in his hand with the needle pointing straight up. He did not attempt to disengage the needle b/c he knew it needed to depressurize. The user hit cancel on the machine and the exterior shell of the needle disconnected and stuck in the ceiling". The cryoprobe was successfully removed per standard procedure and was replaced. During the replacement, when outside of the body, the user press cancel on the machine and the welding that connect the probe internal part to the external shaft broke and the external shaft disconnect from the probe. The procedure was stopped during the replacement and a new probe was connected to the system to finish the procedure as per standard procedure. The physician reports that the procedure was successfully completed. The probe was discarded following hospital standard procedure and was not sent for analysis to icecure.

Manufacturer narrative:
The device was discarded by the user. The investigation was based on the complaint description.